Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 11/14/2018 that on (B)(6) 2018 the receiver displayed errhw. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted and passed. Functional testing was performed and passed. Screen device information was downloaded and it passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.